Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and consider aortogram during valvuloplasty to assess coronary flow. In this case, the exact cause of the occlusion of the lca and narrowing of the rca post valve deployment cannot be confirmed. In addition to the procedure itself, patient factors (lca ostium height, rca ostium height, obliterated sov sinuses, moderate native leaflet calcification) likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(4), during a transfemoral tavr procedure, a guidewire was inserted into the left coronary artery (lca) prior to balloon aortic valvuloplasty (bav). Bav was performed uneventfully. Post bav, both coronary arteries were properly visualized by angiography. A 23mm sapien 3 valve was then deployed in a final 80:20 aortic/ventricular (a/v) position with nominal volume. Post valve deployment, the patient became hypotensive. Despite attempts to increase the blood pressure, the patient¿s vital signs were unstable and decreased cardiac function was observed on echo. Although a ¿certain¿ blood flow was observed in the lca, angiography showed that a native leaflet was partially covering the left main trunk (lmt) ostium. Plain old balloon angioplasty (poba) was performed for the narrowed lmt. Proper patency of the lca was confirmed on ivus. Post poba, the vital signs remained unstable. Narrowing of the right coronary artery (rca) ostium was observed on angiography. A narrowing of the proximal part of the rca was also observed on ivus. A coronary stent was placed in the rca. Post placement of the stent, the vital signs became stable. The native annular valve area measured 390mm2 by CT. Moderate rcc leaflet calcification and mild lcc calcification was reported. The height of the rca measured 13mm and lca measured 11mm.